Event description:
It was reported that this insertable cardiac monitor (icm) naturally eroded from the skin, without an infection. Because of this situation, the icm was explanted and replaced with a new icm device. No additional adverse effects were reported.